Manufacturer narrative:
The lead was returned for testing following submission of the initial report. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure testing were performed to assess the lead's electrical continuity and insulation integrity. Measurements throughout these tests were within normal limits. Evaluation of the lead was not able to confirm the report clinical observations. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead had migrated to a position low in the atrium, and was pacing and sensing the ventricle. Therefore, a revision procedure was performed and the lead was explanted. A competitive atrial lead was implanted without further incident.